Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient presented to the emergency department with a having a flutter in their chest. The patient was admitted to the hospital after the echocardiogram showed the patient was possibly in a bigeminy. The patient also complained of a pulse or shock in their left arm. Upon interrogation, of this implantable pacemaker, the patient's device had entered safety mode. The device will be scheduled for replacement. At this time, a date has not been set and the device remains in service. Additional information received advising this pacemaker has been explanted and replaced. The device will return for analysis. No additional adverse patient effects were reported. Product returned for analysis.

Event description:
It was reported that the patient presented to the emergency department with a having a flutter in their chest. The patient was admitted to the hospital after the echocardiogram showed the patient was possibly in a bigeminy. The patient also complained of a pulse or shock in their left arm. Upon interrogation, of this implantable pacemaker, the patient's device had entered safety mode. The device will be scheduled for replacement. At this time, a date has not been set and the device remains in service. Additional information received advising this pacemaker has been explanted and replaced. The device will return for analysis. No additional adverse patient effects were reported.